Event description:
It was reported that the patient's audiologist reported that channels 11 and 12 are hi and there is no connection/reading to the groundpath impedance. The audiologist was not able to tell if the child was still receiving sound or not. The child has also not been in for programming in quite a while. Testing results were received on (B) (6), 2008 which however, showed 11 electrode channels with status hi and on channel with status ok.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.